Manufacturer narrative:
Approximate age of device - 1 year, 7 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a history of multiple admissions due to gastrointestinal (gi) bleeding (previously unreported) for which gi scope(s) did not detect any bleeding source. No further information was provided.

Manufacturer narrative:
Manufacturing evaluation conclusion: a direct correlation between hm2 lvas and the reported event could not conclusively be established through this evaluation. Multiple requests for additional information regarding this event were sent to the account. However, no additional information was provided. The hmii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.